Manufacturer narrative:
Literature citation: gottfridsson r, varkey e, wolf a, gatzinsky k, liljencrantz j, thörn se, börjesson m, arvidsson d, andréll p. Effects of spinal cord stimulation on pain, physical activity, and self-efficacy among patients with neuropathic pain. Pain manag. 2026 mar;16(3):185-199. Doi: 10.1080/17581869.2025.2608572. B3 event date: please note the event date is based on the article's online publication date, as no additional details were available in the published literature. D: please note that the authors noted that their study group included "devices from abbott laboratories, boston scientific, medtronic, and nevro corp." However, the manufacturers for each reported event were not available at this time. Follow-up has been conducted to confirm which, if any, of the devices were manufactured by the reporting manufacturer; however, no response has been received at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 1. 1 patient experienced implant failure. 2. 1 patient experienced ¿unsuccessful electrode implantation.¿ additional details were requested regarding the reported events; however, no response has been received at this time.